Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead was found to be not sensing appropriately. The lead was capped, and another, existing lead was used. It was also reported that the physician attempted to place an epicardial lead on the left ventricle (lv), but the lead had unacceptable sensing and pacing thresholds. The lead was not used. No patient complications have been reported as a result of this event. It was also reported that the left ventricular (lv) leads failed to capture.